Event description:
A complaint was received regarding a spinning spiros¿ that experienced leakage during use. The reporter stated that, "whilst administering anthracycline bolus treatment with spinning spiros attached the treatment leaked from end of spinning spiros device onto the gauze underneath. Treatment leaked from connection at the 3 way tap." There was patient involvement and no patient harm was reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A DHR lot # review could not be conducted because no lot number(s) was/were identified. Corrected information can be found in d10 - concomitant products.

Manufacturer narrative:
The device history review was added to the investigation. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.